Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
An (B)(6)-year-old, undomiciled male with a past medical history of aortoiliac stent, who was initially brought in from his shelter in hypoxic respiratory distress requiring intubation. Presenting vital signs were a blood pressure of 132/88 mmhg, heart rate of 106¿132 bpm, respiratory rate of 27 and oxygen saturation of 80% on room air. Physical exam was pertinent for crackles at the bibasilar lung fields, and trace edema in the lower extremities bilaterally. Lab work revealed a troponin t of 0.5 ng/ml, brain-natriuretic peptide of 1150 pg/ml and creatine kinase of 2000 u/l. Chest x-ray revealed interstitial edema, and bedside echocardiography showed severely reduced left ventricular systolic function. ECG was performed and showed a right bundle branch block (rbbb) and st-segment elevations in leads v1¿v4. The patient was emergently taken for coronary angiography revealing an acute total occlusion of the lad and successful pci with drug eluting stent was performed. In the following 48 h, the patient went into ventricular fibrillation requiring unsynchronized cardioversion, and cardiogenic shock not responding to medical therapy and necessitating the placement of an iabp. The patient was able to be weaned off pharmacologic pressor support, and arrhythmia was eventually controlled with oral amiodarone. During iabp removal in the ccu, there was resistance met likely secondary to prior iliac stenting and scar tissue formation at the entry site. Under fluoroscopy guidance in the catheterization lab, the iapb was successful removed using the approach in the latter cases without complication. Patient remained hemodynamically stable and was medically managed for his heart failure and cad. He was later transferred to a telemetry ward and subsequently discharged. There was no reported injury to the patient.